Event description:
The device was implanted. The physician had problems during the insertion of the device and decided to go bareback. The jacket broke leaving the superior capsule lodged around the ipsi hooks; therefore eliminating the possibility of removing the jacket guard. The physician snared the balloon tip from the contra side and proceeded to remove the jacket guard and balloon through the limb. A wall stent was placed to seal the limb leak, but the capsule remained inside the pt. During the manipulations, the superior attachment system moved pedital about 1 cm. An endo leak was resolved by putting in an aneurx proximal cuff.